Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation under all three therapy electrodes. The patient reported that the irritation was similar to a bruise and was black and blue. The patient consulted her doctor who advised her to end use of the lifevest. Follow-up indicated that the patient did end use and the bruising improved.